Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the problem is caused due to handling of the user. Review of the device instructions identified the following relevant caution: "when cleaning and disinfecting endoscopes by oer-6, please connect the appropriate cleaning tube according to this table." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrovideoscope was cleaned with a wrong cleaning tube. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifiers (B)(6) and (B)(6) (2/3).